Event description:
Reported via clinical study it was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography imaging procedure. The patient reported shortness of breath and chest pain for the four days prior to their follow up procedure. Transthoracic echocardiogram (tte) imaging showed a large pericardial effusion. The patient remained hospitalized for six (6) days before being discharged and the event fully resolved. There were no other patient complications that were reported to have occurred.